Manufacturer narrative:
Correction: b5; h6 device codes (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile application used for magnetic resonance imaging (MRI) accessibility generated a diagnostic message for the cardiac resynchronization therapy defibrillator (crt-d) that prompted the user not to scan due to lead impedance exceeding limits or being unable to be verified. It was noted that once interrogated, all lead impedances appeared to be within range. However, it was then further noted that there was out of range (oor) lead impedance warnings for vectors that the left ventricular (lv) was not programmed to. There was no oor impedance measurements on the programmed polarities of the lv lead. The lv lead remains in use. No patient complications have been reported as a result of this event. It was clarified that impedance was high and undefined.

Event description:
It was reported that the mobile application used for magnetic resonance imaging (MRI) accessibility generated a diagnostic message for the cardiac resynchronization therapy defibrillator (crt-d) that prompted the user not to scan due to lead impedance exceeding limits or being unable to be verified. It was noted that once interrogated, all lead impedances appeared to be within range. However, it was then further noted that there was out of range (oor) lead impedance warnings for vectors that the left ventricular (lv) was not programmed to. There was no oor impedance measurements on the programmed polarities of the lv lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.